Manufacturer narrative:
This is one of two initial MDR reports being submitted for this complaint with associated MFR report# 3008264254-2016-00047. (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10530609. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
As reported by a health care professional, during the procedure an enterprise stent (enc452812/10530609) was getting stuck at the distal end of the prowler select plus catheter. The physician was not able to deploy the stent; the stent deployed in the catheter hub when the physician was resheathing the stent. The procedure was abandoned. It is unknown if the reported event caused any delays or adverse events. No difficulty was reported tracking the catheter to the target site or excessive torquing required prior to the introduction of the stent. An adequate continuous flush was maintained through the catheter. Procedure was endovascular coiling at the middle cerebral artery and the patient's vessels were reported to be of medium tortuousity; no further patient or procedure information was provided. It was reported that the product is available for return.

Manufacturer narrative:
This is one of two final MDR reports being submitted for this complaint with associated MFR report# 3008264254-2016-00047. A non-sterile enterprise device was received coiled inside of a plastic bag. The introducer tube was not returned for evaluation. The delivery wire was inspected and no damages were noted on it. The stent was found deployed. The stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed as the stent was received deployed and to perform the functional analysis it is necessary that the stent is inside the introducer tube. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported failure of impediment of the stent in the microcatheter could not be evaluated as the introducer tube was not received for evaluation and the stent was found deployed. The failure of premature deployment of the stent in the microcatheter was confirmed as the stent was received deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; procedural factors and handling process may have contributed to the reported failure. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.